Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medications appeared in the patient¿s order profile. A technical support specialist (tss) requested access to dial into the server. The customer reported that the issue had been identified the previous day, and zosyn was now showing correctly in the patient¿s profile. The customer also noted that newly built medications crossed from sunrise to the pyxis es formulary only once during the initial order entry. If the initial formulary cross was deleted and the order reentered in sunrise, it did not cross again. The tss confirmed that when an order crossed from sunrise to pyxis es, the initial mapping was created during the first interface message. If that mapping was deleted from the formulary, the system did not automatically re-cross the order because the original hl7 message had already been processed. The tss found that the medstation was set to profile mode. The customer confirmed that enabling temporary non-profile mode would resend the hl7 message when the order was entered and verified in sunrise. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medications failed to show up on patient's order profile. The user tried to fix it but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.